Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered due to machine not powering on. There was no negative pt impact.

Manufacturer narrative:
(B)(4).